Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a line in the fuses was blown. F11 and f12 were changed on the mobile view station (mvs) power board. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) would not turn on. The green power light was not on and the screen was not on. The site could see the image acquisition system (ias) pendant. There was no patient present when this issue was identified.